Event description:
Report rec'd of cassette alarms. No specific pt info was provided, but it was reported that an ICU pt was in a code situation and the pump kept alarming for cassette alarms. Three separate tubing sets were tried, but the alarms reportedly persisted. The pt's outcome is unknown. Multiple attempts were made to obtain further info but no further info was provided.